Event description:
In 2007, a trauma pt was treated for a thoracic dissection of the inferior distal aorta with the gore tag thoracic endoprosthesis. The device was deployed just distal of the left common carotid artery intentionally covering the left subclavian artery. During balloon advancement, the device was pushed forward into the ascending aorta also covering the innominate and carotid arteries. An emergent thoracotomy was performed and the device was explanted. An additional gore tag thoracic endoprosthesis was sewn into the aorta. As of five days later, the pt is reported to be recovering well.

Manufacturer narrative:
The device was retained by the risk management department at the facility. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also associated with this event is the gore tri-lobe balloon lot #04591069.